Event description:
It was reported that during a coil embolization treatment procedure for a type 2 endo-leak in an aortic aneurysm graft, a guide wire fracture occurred. A renegade catheter and another manufacturer's catheter were inside the patient. As the physician attempted to advance the fathom guide wire into the lumbar artery and through a tertiary branch of the iliac artery, the distal 50cm of the fathom guide wire fractured inside the tertiary branch off the iliac artery and did not migrate. The physician removed the proximal portion of the fathom guide wire from the patient. No attempts were made to remove the detached guide wire fragment from the patient. Another fathom guide wire was advanced and 3-4 coils were deployed to complete the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coil embolization treatment procedure for a type 2 endo-leak in an aortic aneurysm graft, a guide wire fracture occurred. A renegade catheter and another manufacturer's catheter were inside the patient. As the physician attempted to advance the fathom guide wire into the lumbar artery and through a tertiary branch of the iliac artery, the distal 50cm of the fathom guide wire fractured inside the tertiary branch off the iliac artery and did not migrate. The physician removed the proximal portion of the fathom guide wire from the patient. No attempts were made to remove the detached guide wire fragment from the patient. Another fathom guide wire was advanced and 3-4 coils were deployed to complete the procedure. No further patient complications were reported and the patient's status is ok.